Manufacturer narrative:
The tubing was returned to the manufacturer for analysis. Analysis found that one luer lock connector was broken from the tubing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation of the temporal lobe procedure to treat mesial temporal lobe epilepsy, a connector on the section tubing for the ablation system was damaged. It was noted that visual inspection found glue clogging the line. Additionally, the site attempted to run saline through the tubing but it was not filling. The line was replaced to continue with the procedure. There was a reported delay to the procedure of ten minutes due to this issue. There was no reported impact on patient outcome. While inspecting the connector, the unit fell apart after being removed from the setup. Additional information was received that the leur lock connection contained the reported glue issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the ablation went as intended. The clogging of the tubing was found before the ablation started and once the tubing was swapped out, the site was able to proceed as normal.